Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention procedure, abrupt vessel closure occurred. In (B)(6) 2008 the patient was diagnosed with stable angina and cardiac catheterization was recommended. The 98% stenosed and 24 mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.90 mm. The target lesion was treated with pre-dilation using a 2.5x15 mm maverick balloon catheter. Transient abrupt closure present with no reflow before stent placement was noted. A 3.0x32 mm taxus express stent was then placed in the target lesion, resulting in 0% residual stenosis. An 80% stenosed and 3.00 mm long non-target lesion with a reference vessel diameter of 3.0 mm was treated with placement of an express stent. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).